Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that a 7" (18 cm) appx 0.25 ml, smallbore ext set w/microclave, clamp, rotating luer was found to leak during patient use. It was stated in the report, ¿leaking occurring at the luer lock connector¿. The quantity affected is 1 and the sample is available for investigation. A sample photo was available showing the product involved in plastic packaging. There was no patient harm reported.

Manufacturer narrative:
The reported complaint of a leak could be confirmed from the photo received. However, without the return of the sample, a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.